Event description:
The customer reported unstable signal at the fl2 position of their fc 500 flow cytometer. Erroneous patient results were generated for this event but were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the affected location (fl2). Bec internal identifier - (B)(4).